Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, the siphon guard was returned separated from the valve, cut/tear in silicone housing. The siphon guard and silicone housing were visually inspected, marks were noted in the siphon guard. The complaint was confirmed. Root cause - the root cause for the issue reported by the customer is due to the damaged silicone housing. The root cause for the damaged silicone housing could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID (B)(6)) was implanted via ventriculoatrial (v-a ) shunt on (B)(6) 2023 with unknown setting. Due to ruptured distal catheter, the valve was removed and replaced on (B)(6) 2023. When the valve was removed, the siphon guard was found to be cracked. According to information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction.